Manufacturer narrative:
Device evaluation: received device in good condition. Device was manufactured in 2012. Inserted disposable gas vent and powered on the device. H-31b air detector alarmed. Removed h-31b air detector for further investigation. Installed known good test control board and did not alarm. Found that control board 7012707 was faulty. This confirmed customer reported reason. Additional issue were also found that h-31b left support plate was damaged. Replaced h-31b control board 7012707, and left support plate 6401085. Device passed all functional and electrical tests. Customer reported condition was confirmed. Problem source is unknown. The original DHR is no longer applicable as device was manufactured in 2012. No previous service history was found.

Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer tube door alarm was nor functional. No adverse effects were reported.